Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the connector of the lead was extrinsically bent. The analyst noted that the connector pin was bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead the distal part of the lead was curved and folded. The lead was removed and replaced. No patient complications have been reported as a result of this event.